Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2017: the patient underwent repair of a ventral abdominal hernia. A bard/davol a ventralight st bard mesh was implanted in patient during this repair. On (B)(6) 2017: the patient underwent surgery to remove the failed mesh, small bowel resection and peritoneal lavage. The ventralight st implanted in patient failed to reasonably perform as intended. The ventralight st caused serious injury and had to be surgically repaired, and partially removed, once in patient's body, and is likely going to need to be further removed via invasive surgery. Therefore, the product necessitates additional invasive surgery to repair the hernia that the ventralight st was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages due to the alleged defective ventralight st.